Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 515 mg/dl. Customer stated that the act button does not work and went into diabetic ketoacidosis. The customer was treated with IV drip. Customer was released from the hospital (B)(6) 2017. Customer also reported that the insulin pump had a keypad anomaly. The customer¿s blood glucose was 120 mg/dl at the time of call. The customer reported that the insulin pump alarmed battery out limit. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with intermittent response from all buttons due to corroded keypad traces. Unit power up properly after battery installation. Unit received with operating currents within spec. However, unit received with corroded battery tube. No battery out limit alarms noted. Unit was monitored and no frozen display and time clock functioned properly. Unit passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0879 inches. Unit received with cracked lcd window, cracked case at display window corners and minor scratches on lcd window.